Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
(H3) the revision reported was likely the result of aseptic (non-infected) loosening of the femoral component, which damaged the bond of the implant to the bone and appears to have led to pain. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d9, g3, g4, g7, h2 and h3 have been updated accordingly. D1: brand name d4: model number, catalog number, serial number, unique identifier (UDI) # d9: date device returned to manufacturer g4: PMA/510(k)number h3: if the device was not evaluated, select from the approved FDA codes or select 'other' additional information, including the product investigation, will be submitted within 30 days of receipt,

Manufacturer narrative:
Concomitant medical products - logic left size 3.5 ps cemented femur. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5.5 yrs postop the initial ltka, the patient started having pain in his left knee. The poly was removed, the tibia was checked and found to be well fixed. Attention turned to the femur, found to be loose and removed. The patient received a left size 3 cc femur, a 14x120 stem, 4mm offset coupler, and a size 3/3.5 cc insert. Patient was last known to be in stable condition following the event. The device will be returned.